Event description:
It was reported that the patient¿s pacemaker exhibited t-wave oversensing. No additional information was provided.

Event description:
New information received stated that programming changes were performed. The patient is in stable condition.